Manufacturer narrative:
The insulin pump had no act button response due to corroded keypad traces. No button error alarm was noted during testing. No blank display or display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and none of the buttons were working. Customer's blood glucose was not known at the time of the event. At time of this report, customer's last known blood glucose level was 136 mg/dl. No significant events leading to the alarm and keypad issues were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.